Manufacturer narrative:
Updated data: a.4: patient weight h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 29mm aortic bioprosthetic valve, the surgeon sized the valve using only the barrel e nd of the valve sizer and was "able to get the valve seated but the left coronary was low/close to the annulus and the valve was partially obstructing". It was reported that the valve was explanted due to the valve being oversized. It was stated that the aortic valve was re-sized using both the barrel and replica end of the valve sizer and it was decided that a 27mm valve would fit better and allow for better coronary clearance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.